Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as repair information is not available.

Event description:
The customer reported that during fluoroscopy, the system would flash, beep and cut out. However, they were able to reboot the system and continue working. Intermittent loss of fluoroscopy. There is no report of injury or death associated with the event described in this complaint.